Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was brought to my attention from one of our infusion nurses that this specific primary tubing was defective. The issue was the top y-site below the back check valve was leaking during patient care. Fortunately, this tubing was not used for chemo and there was no chemo spill. Normal saline, bio therapy was used with this tubing. Could you please assist on whether this specific primary tubing was part of a bad batch or a possible manufacture defect? Primary tubing info below as follows:

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided. Material #: 2420-0007, batch #: (10) 23085279. It was reported by customer that specific primary tubing was defective. The issue was the top y-site below the back check valve was leaking during patient care. Fortunately, this tubing was not used for chemo and there was no chemo spill. Normal saline, bio therapy was used with this tubing. Verbatim: it was brought to my attention from one of our infusion nurses that this specific primary tubing was defective. The issue was the top y-site below the back check valve was leaking during patient care. Fortunately, this tubing was not used for chemo and there was no chemo spill. Normal saline, bio therapy was used with this tubing. Could you please assist on whether this specific primary tubing was part of a bad batch or a possible manufacture defect? Primary tubing info below as follows: bd alaris pump infusion set. Item# 717209, ref# 2420-0007, lot# (10) 23085279.

Manufacturer narrative:
It was reported by customer that specific primary tubing was defective. The issue was the top y-site below the back check valve was leaking during patient care. One sample of material no 2420-0007 was received for quality evaluation. The sample was first visually inspected for any visible damages. There were no damages visibly identified. The infusion set was then primed to determine if there was any leakage, air-in-line, and occlusions. There was an immediate leak noticed coming from the most proximal y-site smartsite. Further examination, under magnification, shows that the leakage is between the blue insert of the smartsite and the white cap of the smartsite body. The smartsite body was opened and a tear in the blue smartsite piston. The investigation has been forwarded to manufacturing and supply for investigation of the root cause of the failure. After the investigation along with the manufacturing and quality operations team, it was determined that the most potential root cause, of the condition reported, is damage generated in the nest of the piston tester machine, that generated the leakage in the finished good. Updates to the assembly equipment have been made to address the issues seen in this complaint. A device history record review for model 2420-0007 lot number 23085279 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.